Event description:
The customer reported the coulter ac-t 5 diff cap pierce (cp) generated low white blood cell (wbc), platelet (plt) results and high red blood cells (rbc), hemoglobin (hgb), hematocrit (hct) results for one (1) patient. The instrument generated diff+, atl, micro, and wbc interpretation not possible flags compared to rerun and redraw results. Flags were not generated for rbc, hgb, and hct. Rerun and redraw results correlated and considered correct. Erroneous results were not reported out of the laboratory and there was no affect to patients. The field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
Samples were collected via venipuncture and stored at room temperature (not on a rocker) for 15 minutes. The customer confirmed controls were run before the incident and were within range. On (B)(6) 2012, the fse replaced the bent needle, bleached apertures (extended clean) and verified needle alignment, reproducibility, startup and controls. All were within specifications. Repair was verified and system validated. Based on the information provided, the cause for the erroneous wbc and diff results cannot be determined. However, patient's complete blood count (cbc) results are indicative of an inadequately mixed specimen. Per labeling for act 5 diff cp, beckman coulter inc does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed.